Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The additional information did not change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a stage 1 revision procedure approximately 5 weeks post implantation due to infection. Subsequently, approximately 3 months post revision, the patient underwent a stage 2 reimplantation. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: acetabular cup ¿ cat# 110010247, lot# 6815876; acetabular liner ¿ cat# 30123607, lot# 64802478; femoral head component ¿ cat# 6500661, lot# 3030565; femoral stem ¿ cat# 51103160, lot# 6454785. The reported event of deep infection <90 days occurred post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. The sterilization certification was reviewed for deviations and/or anomalies with none identified. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial left total hip arthroplasty. Subsequently, patient had a possible I & d approximately 1 month later. The patient was revised approximately 2 months post initial surgery due to deep infection. No further event information available at the time of this report.